Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high pacing threshold of 3.8v at 0.4ms after implant. The physician will continue to monitor. No action was taken. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available